Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the seal plugs were intact, set screws operated normally, and x-ray inspection did not reveal any irregularities. Detailed analysis noted that the device had no telemetry, the case was removed and internal visual inspection noted no irregularities. An external power source was connected to the circuit. Laboratory analysis noted that the no telemetry condition was caused by the depleted battery. The battery depletion was attributed to a component failure, while the failure within the component could not be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, an analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to implant this device was attempted to be interrogated but it was not possible even after using two different programmers. A new device was used. This device will be returned. No adverse patient effects were reported.